Event description:
It was reported that pump displayed malfunction code with fault message but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code appeared again; customer acknowledged and understood instructions.